Event description:
It was reported after the livewire catheter was placed in the body, the distal end looped and could not be straightened, making it impossible to remove from the pt's body. The catheter was cut at the handle; a swartz sheath was inserted over the catheter to straighten it and the lead and sheath were removed.